Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number: h12j15038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 4 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).